Manufacturer narrative:
Product event summary: the right ventricular (rv) lead was not returned for analysis. However, performance data was received and analyzed. Since implant, r-wave amplitude measurements are low, trending at 2 mv. Since implant, rv capture threshold is high, measuring greater than 2.5v.

Event description:
It was reported that the patient fell in the bathroom approximately 3 or 4 days post implant and there may be a microdislodgement. It was also reported that the right ventricular (rv) lead showed no capture at maximum output and there was diminished r waves in bipolar. Reprogramming was done and the patient was scheduled for an rv lead repositioning. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).